Event description:
Component damaged while surgeon was implanting into patient. It was removed and replaced with a new component. Case length was not effected significantly and outcome was successful.

Manufacturer narrative:
Device review of the reported lot determined that the device was manufactured on 31-mar-2015. There have been no other events for the lot referenced. The investigation confirmed that the device was damaged during attempt at implantation. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Component damaged while surgeon was implanting into patient. It was removed and replaced with a new component. Case length was not effected significantly and outcome was successful.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report. Not returned to the manufacturer.